Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances along with high capture thresholds in the right ventricular (rv) channel. With average values of 125 ohms. The physician suspected possible lead and coil calcification of the rv lead. Further evaluation was performed to increase the pacing thresholds to the maximum. Postural tests were performed and noise was not observed with other measurements being stable. The patient was reported to be not pacing dependent with no evident loss of capture (loc). A follow up visit was scheduled in two months. This ICD remains in service. No adverse patient effects were reported.